Manufacturer narrative:
This report is for one of two devices involved in this event, please refer to report 3013450937-2020-00031. The device history record was reviewed and indicated that the component involved met specification. The component was unable to be obtained for further analysis. Should additional information be obtained the report will be supplemented.

Event description:
Patient underwent a revision surgery due to the tibial hinge component dislocating.